Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient reported they weren't able to connect to their implant. Patient services (ps) reviewed the external device function with the patient and had the patient palpate their skin to feel for where the neurostimulator was. The patient stated they couldn't feel where the neurostimulator was, that they never could feel where it was, however after palpating their skin, the patient felt what they thought was the neurostimulator and the patient was able to successfully connect to see their settings with the handset and communicator. The patient then clarified, that they were referring to connecting to their implant to charge. They stated it was a lot smaller than their other implanted devices and that "obviously" their managing health care provider (hcp) implanted the micro neurostimulator deep because they could never feel where it was. The patient stated they had gotten the "yellow screen with the retry," and the 'not connected to recharger thing," and that they've had to call several times to reset the recharger. The patient reported that then, when they were charging, they would be laying on the recharger watching tv and if they moved, they would lose connection, but they wouldn't recognize it lost connection because they couldn't hear the recharger notification and they'd have to get it connected again. Ps reviewed common best practices for recharging and the patient was able to connect to charge, their implant was at 90% and they completed the session when the implant reached 100%. Ps also reviewed where to locate the recharger volume settings in the recharger application. Ps tried to clarify with the patient if this had begun when they received their 2nd micro system on 2021-oct-19, however the patient stated this had been going on as long as they charged with the micro system. The patient stated they were going to reach out to their hcp about pinpointing the exact location of their implant site so they'd have an easier time locating it to connect in the future. The patient stated it was 'probably about 6 months out from their implant date or even a little longer than that when they fell the first time and that the first fall 'messed it up," but only messed it up "a little," and that the second time they fell was when they really "messed it up." The patient stated they had a return of symptoms with the second fall and that it had occurred 'about a month' before the patient had the replacement in october of 2021.] Additional information was received from the patient. They reported that the cause of not being able to connect to the implant was determined to be use error. Patient said they did not understand how to get it to reset to sync with generator. The cause of the "yellow screen with the retry" was also determined to be use error. Both of these issues were resolved with the last call in, the caller that they talked to was great and they helped them walk through the whole procedure and got it fixed.